Event description:
It was reported that the ilet charger exhibited a malfunction in which the indicator light blinked while the device was not connected and the charger failed to charge the ilet, though the ilet successfully charged using a cell phone charger. Symptoms included a very low battery condition on the device. Outcomes included the need for replacement supplies and completed troubleshooting and education. Investigation included technical support review and user-level troubleshooting. Investigation of this case revealed that the issue was isolated to the external charger rather than the ilet device. It was concluded that the charger was faulty and a replacement was provided.